Manufacturer narrative:
The unit was repaired by a third party. Based on the information provided, the reported issue was confirmed and the third party service replaced the touchscreen and the unit was returned to service. The replaced touchscreen was discarded.

Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the touch monitor cannot be used. Patient involvement information is unknown, but no patient harm was reported.